Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received external defibrillations while wearing the lifevest. The root cause for the open resistor was the external defibrillations.

Event description:
During the investigation of a monitor associated with an unrelated issue, a reportable malfunction was found.